Event description:
Info received august 16, 2004, states as the dr was inserting the lens into the pt's eye, the leading haptic broke off in the delivery device, and was noticed after insertion into the pt's eye. The dr enlarged the incision to remove and replace the lens.